Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with an unspecified balloon. A 4.00x32mm liberte bare stent delivery system was then advanced to the rca and would not cross the lesion. When the physician withdrew the device it was noted that a stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen. The stent was centered between the markerband on the proximal end with the last four distal rows of struts stretched and flared causing the struts to pass the distal markerband. The balloon was tightly folded. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.device code # 1059 relates to component code # 515. Device code # 2524 relates to component code # 3038. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with an unspecified balloon. A 4.00x32mm liberte bare stent delivery system was then advanced to the rca and would not cross the lesion. When the physician withdrew the device it was noted that a stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.